Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working after battery change. Customer¿s blood glucose level was unknown. Customer reported that the buttons was not working. Customer reported that the insulin pump had replace battery alarm with prior low battery. Customer reported that the number was not ramping on screen. Scroll bar was not moving with no input. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.